Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a female patient (patient age and weight are unknown). Upon unpacking the device, the stent ends were noted to be deformed and the working length of the stent was kinked. The procedure was successfully completed with another rapid exchange biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
(B)(4):the device has been received; however the evaluation has not yet been completed. If additional information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a female patient (patient age and weight are unknown). Upon unpacking the device, the stent ends were noted to be deformed and the working length of the stent was kinked. The procedure was successfully completed with another rapid exchange biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed there were no damages observed on the delivery system. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage. The device history record review confirms that the device met all manufacturing specifications.